Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one sprinter legend ptca balloon catheter to treat a severely tortuous and severely calcified lesion located in the mid right coronary artery, exhibiting 85% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon deflation difficulties was encountered. The balloon would not deflate at the lesion site. Device was withdrawn, and procedure was completed using a new device. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
The balloon deflated slowly at the lesion site. Bottled saline was used by the physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: blood visible in the balloon. The balloon passed negative prep. The device was inflated to nominal pressure of 8 atm. The balloon maintained pressure. Deformation was evident to the inner member immediately distal to the proximal marker band. No stretching was evident to the proximal balloon bond. The balloon deflated in 2.38s with spec being =15. Bends were evident on the hypotube approx. 7.5cm and 94cm distal to the strain relief. If information is provided in the future, a supplemental report will be issued.